Event description:
The report indicated that a .014 180cm stabilizer guidewire had a kink in the distal coil segment before shaping it. The problem was noticed after it was removed from the packaging. The packaging was intact before opened. Consequently, the product was not used in the patient. Further investigation indicated that the wire was removed from its distal end, slowly and lightly. The product was returned for evaluation and during visual analysis; the flat wire of the distal coil was found stretched distally.

Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the distal tip was found kinked. The wire was not used for the procedure. As reported, the wire had been removed by pulling the distal tip "slowly and lightly." Analysis of the returned unit identified stretched coilwires in the area of the kink. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted) is visually and dimensionally correct. No mention is made of the stretch damage to the coil segment in the complaint documentation. The bend damage to the distal tip region is clearly visible through the dispenser tubing when viewed at 18" with vision corrected to 20-20. The extent of this damage, had it been pre-existing, would be readily visible to inspection during handling, at any point from the packaging process to opening the package at the end use facility. Damage to the specimen is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors contributed to the event as reported. It bears noting that the manner in which the specimen device was received does not provide sufficient protection to the specimen device to preserve the "as-found" condition reported by the end user facility. A review of the manufacturing records was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without further information or evidence, assignment of the root cause of this event is subjective; however, it appears that device handling may have contributed to the event.